Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Investigation into this issue is ongoing and if additional information is received, a follow-up report will be submitted. The following sections could not be completed with the limited information provided: date of event - unknown, brand name - unknown, catalog number, lot number and expiration date - unknown, date implanted - 1992, date explanted - unknown, initial reporter information - unknown, 510k number - unknown, manufacture date ¿ unknown.

Event description:
It was reported that the patient underwent total hip arthroplasty in 1992. Subsequently the patient was revised on (B)(6) 2014 due to poly wear. The modular head and liner were removed and replaced.